Event description:
Patient reported "sore and I have a strange discomfort in my armpits". Healthcare professional later reported "anxious behavior, tension, excessive worrying, insomnia, cervical pain, constant headaches, noise in the ear (bilateral), fatigue and tiredness, articular pain, minimal liquid accumulation around the devices, ¿silicone disease¿ or asia syndrome and benign findings on MRI". "Constant headaches," "cervical pain," "articular pain," "silicone disease," "noise in the ear," "constant tension," "frequent constipation," "asia syndrome," "fatigue and tiredness," are considered not device related. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late